Event description:
Device produced straight shots. Straight shot occurred toward end of procedure. First one went into pt and was retrieved. Doctor fired several off-line shots and instrument continued to shoot straight. Pt is reportedly doing fine.

Manufacturer narrative:
The complaint is confirmed for straight shots. This was due to a broken tip which appeared to have been exposed to some type of excessive stress causing it to break.